Manufacturer narrative:
The customer was contacted for the return of the product. The customer responded and stated the device's display cable was replaced onsite and the device was returned to service for clinical use. No product will be returned for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged dissatisfaction against a variety of different display related issues as it relates to the device. Complainant did not indicate that there was any patient involvement and that the issues presented themselves during shift checks or non-clinical use.